Event description:
Reporter indicated that pt's seizures have gotten more frequent and more severe since implant. It was reported that the pt goes through periods where seizures are smaller or lighter and at other times they are a lot harder and last longer than normal. The pt recently fell out of bed during a seizure. There have reportedly been no recent medication changes.